Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the output for the capacitor was below product specification. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 28-dec-2021. Upon evaluation of the device, it was discovered that the output for the capacitor was below product specifications and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the unit was deemed fit for use. Following the repair, calibrations were completed for preventative maintenance and the device was returned to the customer to be placed back into service . There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the output for the capacitor was below product specification. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2021. Upon evaluation of the device, it was discovered that the output for the capacitor was below product specifications and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the unit was deemed fit for use. Following the repair, calibrations were completed for preventative maintenance and the device was returned to the customer to be placed back into service . There is no indication of a systemic problem. No further investigation or action is warranted.